Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the ECG cable connection. The ECG connection was tightened, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device alarmed. There was no patient involvement.